Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during attempted removal of a flexor ansel guiding sheath, the body separated from the hub. They were able to remove it completely. No unintended section of the device remained inside of the patient's body. Additional patient outcome and event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during attempted removal of a flexor ansel guiding sheath, the body separated from the hub. They were able to remove it completely. No unintended section of the device remained inside of the patient's body. Additional information: b5, d9, e1, e3, g2, h3, investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. In response to this complaint, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment search for all devices the reporting customer has bought in the past 3 years was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "warnings¿ ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿sheath removal¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the information provided upon review of the device master record (dmr), and IFU, suggests that there is no evidence the device was manufactured out of specification. Cook has concluded a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information received 31mar2022 that the device will not be returned.